Event description:
It was reported that a spectrum iq infusion pump alarmed upstream occlusion error when running. This occurred during delivery in the inpatient care. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "upstream occlusion error when running" was not reproduced. The upstream occlusion test was performed on the device and passed. A review of the event history log revealed "upstream occlusion!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic sensor. The ultrasonic sensor is required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.